Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015; the phone did not receive readings three times during the night. Receiver was not with the dad at the time readings were not received to know what the error was. No additional event or patient information is available. The complaint device was not returned for evaluation. Data was provided and reviewed. The complaint of the phone not receiving data could not be confirmed through the logs. A root cause for the reported event cannot be determined.